Manufacturer narrative:
Philips service replaced the 19' monochrome monitor ER (mml1952-per) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the live monitor in the room failed during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.